Event description:
It was reported the table jammed and would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and aligned the table movement motor bearing. System operates as intended.